Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of difficulty closing a transfer set. The root cause was broken occluder set. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.

Event description:
International affiliate reported a transfer set could not be closed properly. No pt injury or medical intervention was reported.